Event description:
Rptr indicated a vns pt was having increased seizures, but the vns end of service indicator was no. Vns generator replacement surgery is likely. Attempts for further info are in progress.